Event description:
It was reported that the patient's device showed high impedance during a dosing appointment. The physician could not identify a cause for the high impedance. The device was turned off. Review of the manufacturing records for the lead and generator confirmed the devices met all specifications prior to distribution. X-rays were received and reviewed. The generator was placed normally. It could not be determined whether the lead is fully inserted into the connector block. The strain relief bend appears to form a tight radius. There did not appear to be any gross fractures or discontinuities. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Manufacturer narrative:
UDI #, corrected data: initial report inadvertently listed wrong UDI number.